Manufacturer narrative:
Event date: exact date unknown, event occurred about a month after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients lead migrated which was confirmed via x-ray. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The explanted leads were not returned as they were kept by the medical facility.